Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented introduction. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "the unit screen does not complete the startup, and sometimes showing black screen."

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). It was reported that "the unit screen does not complete the startup, and sometimes showing black screen". No patient was connected to the device at the time of the event; therefore, no clinical impact occurred. The root cause was identified as a defective esm ipp, which was subsequently replaced. Following the replacement, the device functioned as intended. Hamilton medical ag considers this case closed.